Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported via a call report from the rn to the clinical support specialist at 1356 mst, that they were unable to get the arterial pressure(ap) to zero, therefore using the intra-aortic balloon (iab) as a fluid filled catheter. The css asked the rn what they had already tried. The rn stated that they have flushed the line, changed to the bedside monitor which did zero properly. The rn stated that whenever they zero the intra-aortic balloon pump (iabp), the lowest pressure it will give them is 123mm hg. The clinical support specialist (css) asked the rn how she was zeroing the line and the rn repeated the proper zeroing procedure back to the css. The css recommended that they should change the pump out for another so they can get accurate pressure readings and to send that pump to biomed to be checked out. The rn stated that she is okay changing the pump on her own. The css asked the rn if the pump was achieving the goals of therapy. The rn stated that it is pumping perfectly with no problems other than the inaccurate pressures. The css encouraged the rn to call again should they need further assistance. The css rec'd no other phone calls from the rn. The css left a voicemail for field service detailing the call and spoke with (B)(4) who felt the pump should be checked out as well and would f/u with the field service rep. As a result, the pump was switched out successfully and sent out for service. There was no medical/surgical intervention required. No delay or interruption in therapy. No report of pt death, complications or injury. The pt outcome is stable. Indications for use: pre op. Open heart surgery. Length of time in use prior to event: 2 hrs. It was reported per field service report: symptom - nurse unable to get ap transducer to zero. Findings/action taken: biomed unable to reproduce problem. Performed functional check and returned to service. Device will not be returned for eval.